Manufacturer narrative:
Examination was not possible, as the device was returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of prod contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint wil be re-opened.

Event description:
Pt was revised to address loosening of the femoral stem.